Event description:
Customer stated that head of bed wouldn't go up.

Manufacturer narrative:
Tech found head up hydraulic valve was stuck. He replaced head up hydraulic valve assembly to resolve the issue. Bed was located in storage area. No incident or injury reported.